Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became frozen. Reportedly, the customer was able to get the touchscreen to start functioning again. Multiple attempts were made to follow up with the customer regarding the reported issue. No response was received from the customer. There was no reported impact to customer's blood glucose level.